Event description:
It was reported that the system displayed an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was reseated. The system was tested and found to be working as intended and returned to service.